Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that the pacemaker exhibited far field r wave oversensing on atrial tachycardia/ atrial fibrillation (at/af) detection episodes. Programming changes was suggested; no changes or interventions were reported. There were no patient consequences.